Event description:
The er220 was used during a laparoscopic cholecystectomy. It was reported the device was used to ligate the cystic duct and artery. The first device "spit clips" and did not work. The second device did the same thing. The surgeon then opened an er320 to complete the case.